Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a higher glucose sensor scan while wearing the adc device compared to an hcp meter. As a result, on (B)(6) 2022, the customer " didn't feel right" and lost consciousness and presented to the hospital with a blood glucose test of "8.6" was obtained in an hcp meter and provided glucagon 10% injection by an hcp for treatment no further information was provided. A sensor scan of 18.6 mmol/l compared to a blood glucose test of 7.9 mmol/l, when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant.